Manufacturer narrative:
(B)(4).the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2013 01:07:57. During night drain cycle four, the patient's ultrafiltration reading was 1257 ml, indicating the home patient (hp) drained 1257 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.